Event description:
It was reported that the coupler of the subject device was not able to hold the telescope. The issue was identified during the inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. Three attempts were made to obtain additional information regarding the reported event, but no response was received from the customer. Updated fields: d8, g3, g6, h2, h3, h4, h6 and h11. Corrected fields due to no patient involvement: a section, b5, b6, b7 and h6 (health effect-impact code). The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: intermittent leak from the video connector. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: unable to hold the telescope due to broken pins of the coupler. Regarding the newly identified malfunction, the cause was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the coupler of the subject device was not able to hold the telescope. The issue was identified during the inspection for use. There were no reports of patient harm.